Manufacturer narrative:
Additional information received indicates the original description, "it might be caused by nephrostomy at bifurcation between iliac artery and urinary duct" was erroneous. The correct statement is "it might be caused by stoma at bifurcation between iliac artery and urinary duct."

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hydrogel coated percuflex drainange catheter was used in a stent removal procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the patient was diagnosed with uterine cancer and an aneurysm in the iliac artery two years ago. The stent had been inside the patient no more than three months. When the physician removed the stent, the urinary duct was bleeding excessively. It was reported that "it might be caused by nephrostomy at bifurcation between iliac artery and urinary duct." The patient had a nephrostomy and received blood transfusions. No further device information is known. The patient is reported to be in stable condition.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hydrogel coated percuflex drainage catheter was used in a stent removal procedure performed on (B)(6) 2010 (patient age and weight are unknown). According to the complainant, the patient was diagnosed with uterine cancer and an aneurysm in the iliac artery two years ago. The stent had been inside the patient no more than three months. When the physician removed the stent, the urinary duct was bleeding excessively. It was reported that "it might be caused by stoma at bifurcation between iliac artery and urinary duct." The patient had a nephrostomy and received blood transfusions. No further device information is known. The patient is reported to be in stable condition.